Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of asd appears to be related to procedural conditions, as the steerable guide catheter (sgc) is advanced through the septum in order to access the left atrium for positioning. The reported patient effect of asd as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the persistent atrial septal defect (asd). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. One clip was implanted reducing the mr to 1+. On an unspecified date, the patient had symptoms (symptoms unknown) due to significant tricuspid regurgitation and a persistent atrial septal defect (asd). On (B)(6) 2017 the patient returned for treatment of the asd. An echocardiogram was performed, the implanted clip was confirmed to be secure on both leaflets, however mr increased to 1-2 due to progression of disease. An additional clip was implanted reducing mr to 1. The asd was closed with an occluder and the patient recovered. There was no clinically significant delay during the procedure. No additional information was provided.